Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported all of the buttons on the infusion device were not functioning properly. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. Additional details were not provided.